Manufacturer narrative:
Infection at the insertion site is a known and anticipated potential [tk4.1][mh4.2]adverse effect as described in the eversense user guide, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
On may 22, 2026, senseonics was made aware of a user's infection at the sensor insertion site. Symptoms included soreness, tenderness, and the formation of blisters that produced purulent discharge. The user attempted to manage the condition by puncturing the blisters with a sterilized needle and expressing the fluid; during this process, the sensor was unintentionally expelled from the arm. Data later showed reduced accuracy prior to the event and cessation of transmission consistent with the sensor's expulsion. Following the incident, symptoms were resolved without medical treatment, and the site healed with normal skin appearance. The user did not initially inform their healthcare provider but later followed up with their endocrinologist, who did not prescribe antibiotics and planned further evaluation. The user declined a replacement sensor and opted to continue using an alternative cgm system.